Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose and changed sets several times and received no delivery alarms. Customer's blood glucose was over 600 mg/dl. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime and insulin did exit. Customer was advised that site may have been occluded. Customer was advised that set would be replaced.